Event description:
It was reported that lead integrity alert (lia) was triggered. There were oversensing, high and erratic impedances on the right ventricular (rv) lead. There was also several episodes of non-sustained ventricular tachycardia due to noise. It was noted there was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4)